Manufacturer narrative:
Insulin pump had no button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer's counselor reported that the insulin pump returned a button error alarm and the numbers were scrolling on the screen. Customer's counselor also reported that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.